Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 7 january 2017. The representative reported that the computer software reverted back to a previous version. The representative replaced the computers within the viewing station of the imaging system and the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect computers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system pendant displayed "initializing please wait" and the viewing station of the imaging system was blank. The system power light was illuminated as well as the line power light. Restarting the system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect imaging system computer was returned to the manufacturer for evaluation. Testing found that an audible clicking noise could be heard from the hard drive of the computer. Following ten minutes of run time, the computer would shut down. This confirmed a failure due to the hard drive. The suspect viewing station of the imaging system computer was returned to the manufacturer for evaluation. The reported issue was confirmed in that the application software reverted to a previous version.